Manufacturer narrative:
The navio bone screw driver (india), pfsr110164 intended for use in treatment was not returned for evaluation; thus, a visual and functional evaluation could not be performed, and a relationship between the reported event and the device could not be determined. While all products meet required manufacturing specifications prior to release a serial number or lot number is required to link the device to a DHR or nc investigation. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was not confirmed, factors that may have contributed to the reported symptom may have been associated with a mechanical component failure and breakdown/defect of the weld affecting fit and function of the bone pin. A CAPA, hhe/pra, field action review was not completed. The product was not returned and no evidence was made available to link the complaint to a CAPA, hhe/pra, field action. This failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that during a navio assisted surgery, the navio bone screw driver bone pin does not fit properly into the pin driver. The procedure was completed, with a delay fewer than 30 minutes, using the pin driver from other set. Patient was not harmed as consequence of this problem.